Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 201 mg/dl. No further info reported.